Event description:
The surgeon reported the laser fired without the drs filter being in place. The surgeon stated that he viewed the laser pulse. The nurse stated the surgeon was performing a case and was unable to continue, as he stated he had full view of the laser pulse and experienced blurred vision. The attending surgeon completed the case with no impact to the patient. The surgeon was unable to come to work the next day as his vision was blurred. Multiple attempts were made for surgeon status with no response to date.

Manufacturer narrative:
The company service representative examined the system and confirmed the laser would intermittently fire with the filter in an open position. The filter was removed and received for in house testing. The company service representative used another filter with the same system, and the system would identify engaged and disengaged filter consistently. The system was then tested and met product specification. Investigation , including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.